Event description:
It was reported to nova biomedical that a consumer received a result of 193 mg/dl on their blood glucose meter. Yet experienced a hypoglycemic event requiring medical intervention. Emts treated the consumer at his home. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.